Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a hysterectomy, the needle broke in two. It took an additional 3 to 4 hours to locate the needle with x-rays. They used a new device to complete the case. The patient status ok. The reload is not available for return. It is unknown at this point in time if the needle fragment was retrieved.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. One of the blades were bent. The blade was straightened. However, functional testing was precluded due to the damaged blade.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.